Manufacturer narrative:
The complaint could not be confirmed due to limited information received from the customer. The device was not returned for evaluation. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. Unique identifier - UDI # - (B)(4). Concomitant medical product(s) ¿ cortical screw 5x26mm, catalog#: 14-405026 lot#: 211330; cortical screw 5x26mm, catalog#: 14-405026 lot#: 574080; cortical screw 5x70mm, catalog#: 14-405070 lot#: 069190. Therapy date - unknown future date in 2017.

Event description:
Patient has been indicated for a revision procedure of an ankle nail to a patient matched ankle nail for unknown reasons.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure of an ankle nail due to the nail fracturing approximately 18 months post-implantation. The nail was removed and replaced with a custom nail.